Event description:
A malfunction alarm occurred on a pump during pumping, but there was no reported adverse impact to the customer's blood glucose level. Customer experienced recurring cartridge alarms, and although they tried loading a new cartridge with guidance from technical support, it was unsuccessful. Technical support arranged for a pump replacement under warranty and instructed the customer to put the faulty pump into storage mode before returning it. Customer acknowledged the instructions and confirmed the shipping address but had no backup insulin therapy available, planning instead to reach out to their healthcare provider.